Manufacturer narrative:
Received vela front panel assy installed in known good vela unit. Touchscreen panel covered in contaminant film and sticky substance, powered on in service mode, touch screen working intermittently, upon closer examination of touchscreen panel membrane layer, apparent delamination (the outer membrane and the glass have separated). By holding the assembly, touchscreen-vela, up to light and pressing down on outer membrane movement can be seen. Findings/root-cause: duplicated customer complaint screen freeze intermittently, touchscreen not functioning properly caused by delamination of touchscreen. No further investigation is needed.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) serviced the device originally and was unable to duplicate the reported problem. The device was visually inspected and ran for 24 hours to ensure proper operation. The device passed the 24 hour test and the customer placed the device back in to service. After the reported issue occurred again, the fsr returned and replaced the main board and display as a precaution. The device was tested and is working to specifications. Through a phone call with customer advocacy analyst matthew, the customer reported and confirmed that the device is back in service and there are no further issues.

Event description:
The customer originally reported a nonresponsive touchscreen on the ventilator on (B)(6) 2015 but the issue appeared to have been resolved so it back in to service. On (B)(6) 2015, the customer reported the screen froze after 10 minutes for use on the vela ventilator. The customer stated the unit was on a patient during use; the patient was placed on another ventilator with no patient harm associated with this event.